Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 13-dec-2020 / serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, mfg date: 28-dec-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 13-dec-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluation anticipated device, manufacture date: mfg date: 28-dec-2019, labeled for single use: no (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power associated with a ventricular assist device (vad) stop and that the batteries were not providing power. The batteries will be replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: one (1) controller ((B)(6)) and two (2) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed a controller power up with associated pump start event logged on (B)(6) 2021 at 22:30:47. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following this power-up event were not available. The controller was without power for eleven (11) seconds. Additionally, log file analysis revealed a second controller power up with associated pump start event was logged on (B)(6) 2021 at 12:17:09. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 27% relative state of charger (rsoc) and that (B)(6) was connected to power port two (2) with 22% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. As a result, the reported losses of power event were confirmed. The reported batteries not providing power event could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported batteries no power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuits, improper welds, and/or soldering defects. Additional products: d1: heartware ventricular assist system ¿ battery serial# : (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery serial# : (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.